Manufacturer narrative:
Correct contact address: (B)(4).

Event description:
The customer reported the unit fails the crossover circuit test during est (3117). The customer reported there was no patient involvement.